Event description:
It was reported leakage at luer connector, the luer connector of leaking catheter cannot be connected to the bottom of the heparin cap threaded port and the bottom of the mz threaded port. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1337 showed two other similar product complaint(s) from this lot number.